Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review (both knees operated at the same time in primary and revision): gmk sphere flex tibial insert size 4 right - 10mm: ref. 02.12.0410fr / lot 124864 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk sphere flex tibial insert size 4 left - 12 mm: ref.02.12.0412fl / lot 120362 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.